Event description:
It was reported the patient received the following results within 10 minutes: 247 mg/dl and 120 mg/dl on a second meter. It is unknown if the customer used the same vial of test strips on both meters.